Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation, the gripper lever was not stable. When the lever pulled the gripper arms up, the arms would not stay up and would go back down, without moving them down. There was no patient involvement or a reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper actuation issue and unstable gripper lever was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and a definitive cause for the reported gripper actuation issue and unstable gripper lever could not be determined in this incident. The returned device analysis was unable to confirm the reported unstable gripper lever and difficult to open or close (gripper actuation issue). There is no indication of a product quality issue with respect to manufacture, design, or labeling.